Manufacturer narrative:
Pharmacy tech / equipment additional contact: (B)(6). This person wants to be contacted after completion of investigation. (B)(6). Report source: company representative.

Event description:
Information received a smiths medical cadd solis vip 2120 pumps had three pumps be returned for malfunction. The report indicated that the pump lost data and defaulted to a date in 2005. Event logs of the three were forwarded for investigation. The complaint reported a patient needed to receive equivalent of under infused portion of unknown drug dose as an separate dose, outside of the original time frame. The facility is requesting a copy of the investigation be sent to (B)(6) when completed. No additional information received on patient outcome of event or adverse patient events.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for evaluation of data loss. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The ehl was checked to evaluate the reported issue. The customer's concern regarding patient data lost was duplicated. It is unknown what caused the issue, but the pwa board was replaced as a repair action.

Manufacturer narrative:
Other, other text: additional information: a2, a3, and b5. It was also provided that the patient's weight is 155 but the unit of weight was not provided.

Event description:
Additional information provided that when the pump lost data it reset to the year 2005.